Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) battery voltage was decreasing more rapidly than exp ected and after reaching recommended replacement time (rrt) the battery voltage continued to decrease and reached end of service (eos) about two weeks later. The ICD also experienced a power on reset (por) which resulted in loss of wireless telemetry noted during the ICD replacement procedure. Wired telemetry was obtained after explant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis confirmed the field-reported battery depletion and power on reset (por). When powered by an external supply, the system current drain was nominal; the device was fully functional throughout the analysis. No battery depletion mechanism, such as high system current drain was observed and no new por was recorded. No hybrid anomalies were found. The battery impedance measured higher than nominal at 4 ohms. Battery analysis found a lithium (li)-plating breach along the top edge of the anode separator enclosure in a segment adjacent to exposed cathode material and the cathode tab. Plated-li extended from the breach opening and touched cathode tab. Based on this analysis, device not meeting expected longevity and the four power on reset (por) events were the result of an internal short from the li-plating breaching the anode separator and subsequently contacting cathode tab adjacent to the anode separator breach. If information is provided in the future, a supplemental report will be issued.